Event description:
A us distributor contacted zoll to report that a patient developed itchiness under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised patient not to scratch the areas. Patient reported using benadryl. It is unclear if the benadryl was prescribed or recommended by the physician. Reporting out of abundance of caution. Outcome of the irritation is unknown as follow up attempts were unsuccessful.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.